Event description:
It was reported that the patient experienced issues with a pump cartridge that bent and stuck upon insertion and removal. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting.